Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil was returned for analysis. The implant was noted to be stretched and damaged along the proximal portion of the implant, including the tie knot area. The implant itself did not contain any broken coils. The proximal tip was noted to be welded, and the mid to distal portions of the implant maintained its shape. There was no attachment monofilament found for investigation. There were no other notable observations. Based on the available information and evaluation of the returned device, the complaint can be confirmed; the coil was detached from the pusher. The root cause cannot be determined, as the investigation was limited without the return of the pusher and attachment monofilament. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached in the catheter. The coil was removed in its entirety from the patient. There was no reported intervention or patient injury. The patient is reported to be stable.